Manufacturer narrative:
Manufacturer reference number: (B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; an intestinal semi-obstruction was noticed during monitoring post enterectomy procedure.